Event description:
After using the toothbrush from the summer infant dr mom 3-piece oral care set several times on our infant son, we noticed that many of the bristles were missing from the head. In our bathroom sink we found a pile of plastic bristles as well as several tiny metal (brass?) Pieces. We contacted summer infant, who asked us to return the set, which we did around (B)(6). Summer infant sent us a brand new set in (B)(6) 2012, which on (B)(6), began to exhibit the same problem as the first toothbrush, losing bristles and a tiny metal piece. We stopped using the toothbrush immediately, took another round of photos of the product, and reached out again to summer infant. Summer infant dr mom 3-piece oral care set model 04940. "The dr mom 3 piece oral care set from summer infant provides all the basic necessities for baby and convenience for parents. The kit features a 3 stage oral care system that included a gum massager, finger tooth brush and toddler tooth brush." Seen here: (B)(4). (B)(6), this date is an estimate. (B)(4).